Event description:
We have received multiple batches of easypump elastomeric device with cracked "fill port" leading to leakage of medication. The cracks have been observed with 100ml/hr 100ml size and 175ml/hr 250ml sizes.